Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 9/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/23/2016 with the following findings: a review of the pump¿s black box data showed there were no unexplained pump reboot events. The pump was run on a 24 hour basal program using the returned battery cap with no intermittent power or reboot occurrences. The initial complaint of intermittent power was not duplicated during the investigation. There was no physical damage observed to the returned battery cap or to the pump casing.